Manufacturer narrative:
On (B)(6) 2020 mentor received information that the device reported was not a mentor product. The device was thought to be mentor by the initial reporter, however was found to be an allergan device. Therefore, there was no patient consequence or device issue with a mentor device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain/deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. The deflation was accompanied by pain. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement was performed on (B)(6) 2020. The left prosthesis was replaced with a 550cc mentor memorygel breast implant. The right prosthesis was replaced with a 575cc mentor memorygel breast implant.